Event description:
It was reported that during a stenting treatment procedure a catheter broke. The calcified lesion was located in the circumflex artery. A 2.75x20mm promus element drug eluting stent was used to dilate the lesion. During introduction of the catheter, the catheter broke in half. The device was removed intact. No available information if the procedure was completed. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a catheter broke. The calcified lesion was located in the circumflex artery. A 2.75x20mm promus element drug eluting stent was used to dilate the lesion. During introduction of the catheter, the catheter broke in half. The device was removed intact. No available information if the procedure was completed. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of a break in the hypotube. The break was located at 24cm distal to the strain relief. Both sections of the hypotube shaft were kinked. A severe kink was also present in the midshaft at 0.5 cm proximal to the port. It is noted that the break and the kinks that were present along the device are all consistent with excessive force having been applied to the shaft. No issues were noted with the profile of the crimped stent balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).